Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw is stripped in the middle of the travel allowing the clamp face to slip. Physical damage. Stripped threads - screw.

Event description:
A medtronic representative reported that the thoracic clamp screw is stripped and worn out. This was discovered in the sterile processing department at the site. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The following information was inadvertently omitted from 1723170-2015-01291 follow up #1.this issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.